Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap colon procedure, the blade tip broke off and fell into the patient. The piece was retrieved. "That a piece of the branche broke". Part fell into the patient, but could be removed. Take new instrument. No further information is available. 1 device remaining.